Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized for low blood glucose. The blood glucose reading at the time of the admittance was 70 mg/dl. Troubleshot the insulin pump and it appears that the customer had a larger than usual daily total of insulin the day of hospitalization. No further information was provided.